Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The low reservoir alarm feature working properly. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer stated that the device was frozen and gave a low reservoir. Customer removed the battery, placed it back in and received a failed battery alarm. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised the insulin pump fell out of their pocket and fell under the rain. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.